Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to noise on the right ventricular (rv) lead. It was noted the right ventricular (rv) lead integrity alert (lia) had previously triggered due to a high sensing integrity counter (sic) and impedance variation. The rv lead was suspected to have fractured and pacing impedance was high/undefined. The implantable cardioverter defibrillator (ICD) had alerted for end of service (eos), charge circuit timeout, and a long charge time. A magnet was taped over the device and a company representative programmed detections off. A few days later, the lead was capped and replaced while the device was explanted and replaced. No further patient complications have been reported as a result of this event.